Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used during a clipping procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue inside the colon. However, it failed to deploy. The clip was reopened and removed from the patient. The procedure was completed with a different device. There were no serious injuries reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2013 that the clip assembly was mashed onto the bushing and making this a reportable event.

Manufacturer narrative:
Evaluation findings of clip mashed onto the bushing a visual examination was performed on the device. Upon investigation, it was noticed that the clip assembly was mashed onto the bushing. When attempting to actuate the control wire the clip assembly detached from the bushing. The prongs could not be opened but the clip assembly could still be deployed. Two clicks were heard. The prongs were not locked in to the capsule. The over sheath was cut at the distal end. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event.